Event description:
It was reported that the pump shut off unexpectedly. As a result, customer's blood glucose level rose to 700mg/dl with high ketones that a health care provider determined to be dangerous/life threatening and customer went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin and released from the ER 5 days later, on (B)(6) 2024, with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.